Manufacturer narrative:
Product event summary: analysis confirmed stylus was off the mark; overlay found out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the touchpen would not calibrate (stylus is off its mark). The caller has calibrated the programmer three times and after a few minutes needs to recalibrate (does not hold). The caller to try another touchpen and if still not working will return for repair. Issue is in the lower right quadrant of the display screen. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.